Event description:
It was reported that the ventricular connector on the external pulse generator was broken. It was further noted that this was a loaner device. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).